Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during transection of the antrum towards the fundus of the stomach in a sleeve gastrectomy, the stapler jaw unable to fully close thus unable to insert into trocar. Nurse open a new reload. There was no patient injury.